Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter address 1: (B)(6).

Event description:
Flxibility study. It was reported that a cerebral vascular accident (cva) occurred. The patient was enrolled into the flxibility study on (B)(6) 2020, and the procedure was performed on the same day. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 21.5mm. The patient was discharged home the following day. Two hundred eighty five (285) days post index procedure, the patient experienced a cva. Three hundred three (303) days post index procedure, the patient was referred to a neurology emergency clinic due to reduced sensitivity on the patient's left side of their face and mild left-sided central facial paralysis with suspicion for stroke. Upon arrival at the emergency clinic, the patient had drooping in the left corner of their mouth and reported reduced sensitivity in the left side of the face for one month. The patient had recurrent episodes with sudden onset of squeezing paresthesia, which started in the left vertex on the left side and spread down to the left side of the face and at times to the left side of the neck in addition to dizziness which lasted at maximum one minute, then regressed completely with an unchanged frequency of approximately every other day. No dysphagia or dysarthria and no other focal neurological complaint noted. During consultation with the neurologist, the patient was noted with a new left-sided central facial paralysis and reduced sensitivity in the left side of the face. Mildly reduced force in the left hip was also noted, in which the patient noted that it was a previously known condition. On the same day, a computed tomography (CT) scan of the cerebrum without intravenous (IV) contrast agent was performed and was compared to the previous examination, which revealed no definite hemorrhages, no definite fresh infarct, or space-occupying lesions. Sequelae of the left-sided watershed infarcts remained unchanged, and sequela from an older infarct parietally on the right side, older lacunar infarct in the left semioval center, and by the right anterior horn all remained unchanged. Doppler ultrasound of the carotid arteries revealed that both the right and left internal carotid artery were bilaterally occluded (70-99% occluded) with antegrade flow in the vertebral arteries. An electrocardiogram (ECG) revealed a sinus rhythm with a frequency of about 65, mildly extended pr interbal of 222 milliseconds, narrow qrs complexes, and no significant st deviations with some ventricular extrasystoles noted. The patient was started on clopidogrel (75mg) on the same day in response to the cva. The patient was then recommended for occupational therapy, training regarding facial expressions, and for monitoring blood pressure. The patient was discharged home on the same day with aspirin and clopidogrel for life long usage and was recommended for further follow up and investigation of suspicion post-stroke epilepsy. Three hundred twenty one (321) days post index procedure, the patient presented again to the neurology department on an outpatient basis for observation due to concern of post-stroke epilepsy with recurrent uniform stereotypic daily episodes with a sensation of tension in the left side of the neck, face, and crown with changed position of the lip on the left side without loss of consciousness. The neurological examination revealed hyposensitivity in the left side of the cheek and symptoms of sequelae following previous sequelae after infarct with reduced strength in the right-sided extremities with reflex dominance. The neurologist noted that post cva, there was suspicion of simple focal seizures and based on the patient's medical history and paraclinical findings, there was an indication of post-stroke epilepsy. The patient was then advised to start treatment with antiepileptic medication lamotrigine, and the patient was referred for a brain wave electroencephalography (eeg). The patient was also recommended for a follow up with the epilepsy department on an outpatient basis or via telephonic consultation. Three hundred thirty two (332) days post index procedure, eeg revealed a moderately widespread and symmetrical background activity with a frequency of 8-9 hz, amplitude of 20 uv, mixed with considerable activity of greater than 13 hz of low amplitude. In the left temporal region, a considerable mix of polymorphic 2-3 hz activity was noted with amplitude of 40 uv occurring as single potentials and in irregular runs of up to 2 second variations mixed with single sharp transients. The changes in activity noted occurred during sleep, and deeper sleep was not achieved. Focally abnormal activity in the left temporal region was noted with no epileptiform discharges. On the same day, ECG also revealed isolated visual evoked response (ves). Three hundred sixty (360) days post index procedure, the patient was contacted via phone call and noted that their symptoms have improved, however they still experienced a stereotypic left-sided daily seizure with grimacing and movement of their lips. The patient did not start their lamictal or other antiepileptic medication for the symptoms as the patient was concerned of potential stomach issues. The chief physician also suspected the patient developed post epileptic focal seizure phenomena and was informed not to drive due to these symptoms. In order to improve the cerebral perfusion, the patient was recommended to discontinue metoprolol. The patient's metoprolol treatment was then subsequently tapered off, and the patient's heart rhythm was monitored to assess whether digoxin (frequency-regulating medication) treatment was necessary and to monitor systolic blood pressure. The patient was stable with an acceptable range of symptoms, however, in the event of future deterioration, the patient was advised to be referred for neurological assessment.